Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The stylet and guide wire were also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.013cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was an alarm triggered "check the iab catheter" and the doctor found blood inside the catheter. The physician removed the iab immediately. The patient was not harmed or injured.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was an alarm triggered "check the iab catheter" and the doctor found blood inside the catheter. The physician removed the iab immediately. The patient was not harmed or injured.